Event description:
An impella cp device was inserted into the right femoral artery in a 88-year-old female patient with a past medical history of coronary artery disease (cad), diabetes, and on dialysis, presenting in scai stage a shock, prior to initiation of support. The impella was inserted for ventricular support post-protected percutaneous coronary intervention (pci). During the procedure, the impella was inserted into the left ventricle (lv) with good flow but after 1-2 minutes, flows decreased significantly, prompting the physician to reposition the device under fluoroscopy. A fluid bolus was also initiated as the blood pressure started to decline. A hematoma was noted at the access site. Manual pressure was held, which reduced the hematoma. The physician decided to abort the pci and due to suspicion of bleeding along with the poor flows, the impella was explanted. Two to three minutes after explant, the patient declined and required cardiopulmonary resuscitation (CPR). Attempts to resuscitate were unsuccessful and the patient expired in the procedure room. The impella will be reported for death as it cannot be excluded that the device caused or contributed to the event.

Manufacturer narrative:
A6 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Corrected information has been provided in d1 brand name. Upon review, it was identified that the manufacturer fax (d3) was inadvertently omitted in error; the complete fax number has now been provided. Corrected information has been provided in d4 serial number. Corrected information has been provided in d4 catalog number. Corrected information has been provided in d9 to reflect the device was returned to manufacturer. Corrected/updated h3 device evaluated by manufacturer. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the injury was not determined due to insufficient clinical details. The cause of the access site adverse event could not be determined as limited clinical details were provided. The cause of the low flow could not be determined as no data logs were returned and issue did no reproduce on returned product.